Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed. The only issue found was the bending section glue was lifted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, fibers were found in the cysto-nephro videoscope. The issue was detected during reprocessing. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the fibers that were reported inside the device. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the fibers may have come from the inside of the forceps channel. Additionally, the investigation noted that the channel had no broken parts, and that no leaks were observed. Olympus will continue to monitor field performance for this device.